Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient's mother to use the smart device's bluetooth settings to forget all other bluetooth devices, disable then re-enable bluetooth, swipe kill all background applications, and reset the smart device which was successful; patient's smart device started displaying readings. No complaint device was returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.